Event description:
The customer reported via phone call that the insulin pump alarmed button error during a priming attempt. The customer stated that the insulin pump showed that a button had been pressed for more than 3 minutes. She attempted to clear the alarm using the esc and act buttons, however unsuccessfully. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. She noted that she wore the insulin pump in her bra and was advised that this may have caused moisture in the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker and had minor scratches on the display window and a corroded battery tube.